Event description:
It was reported that during use of the reload with the powered stapler, the device partially fired and only progressed to the middle and did not advance further, which caused an incomplete staple line at the distal end. Additionally, the reinforcement material was noted to leave fragments. To resolve the issue, the device was released from the tissue after cutting the remaining sheet at the distal part of the cartridge, and a new reload was used with the same stapling system. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: n4j1791y), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.